Event description:
Pt intubated. Anesthesia machine being moved by anesthesiologist when flow transducer broke. It required force to remove the broken pieces at the connections. Once it was removed, the flow transducer was replaced with a new one.